Event description:
Surgery staple gun separated. This is the 4th stapler from MFR that has separated whis way. It is a rebult stapler. The stapler was built by a MFR, but was then rebuilt by another MFR. This MFR was bought out by another MFR. This is a reprocessed stapler by MFR. While the gun was turned to the closed position the top of the gun barrel separated. The gun was not fired on a pt (gastric bypass pt) this is the 4th ta stapler sterilized by MFR that has separated this way. The item is available for inspection.